Event description:
It was reported that there were two treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) in which the patient received three inappropriate shock therapy due to oversensing of noise. Technical services (ts) suspected it was due to electromagnetic interference (emi). The patient claims he was sitting in a chair using the tv remote. Ts provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.